Event description:
It was reported that the insulin pump went into threshold suspend mode twice due to inaccurate sensor glucose readings. The blood glucose reading was 81 mg/dl, compared with the sensor glucose reading of 51 mg/dl. The customer stated that she would continue to monitor the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.